Manufacturer narrative:
The post of the screw has broken off from what appeared to be torsional overload. This appeared to be related to the break off nut malfunctioning and not due to the screw itself. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery at t2-t12 due to scoliosis. Reportedly, the implants broke during the surgery. When the surgeon wanted to lock the nut on t8 the post of the screw broke off at the hexagonal head of the screw. The screw was explanted completely. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When the surgeon wanted to lock the nut on t8, the post of the screw broke off at the hexagonal head of the screw and not at the threaded end of he screw.